Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. Review provided patient x-rays confirms disassociation of the competitor acetabular liner and cup. Medical records were reviewed. The investigation can draw no further conclusions regarding the reported event with the information available. The depuy femoral head was used off-label. The reporting is considered unjustified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/12/2016: medical records received. After review of the medical records for MDR reportability, the revision operative indicated loose cup (one screw loose & one screw broken, loose liner, 800ml blood loose (operative note indicated no intra-operative complications, severe osteolysis ((B)(6)% of acetabular wall missing), pain, poly wear, and black debris from the head wearing on the cup. There is no new information that would change the existing MDR decision. This complaint was updated on: 11/2/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Complaint to part 803-22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: (B)(4). Event: this was used in conjunction with depuy product in this patient. UDI: (B)(4). The complete UDI is not available. Follow-up has been completed and no additional product information can be provided by the complainant. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient has been revised to address pain, clicking and poly wear of competitor liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.